Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation will commence once information has been received. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant high potassium (k+) result on one patient compared to retesting of a different sample on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer was unable to provide the additional information and instrument for investigation. Without the requested information, the investigation cannot proceed and therefore the root cause cannot be determined. However, a review of the certificate of analysis was performed on the lot in use at the time of the event. The lot was performing as intended at time of product release. No product problem identified.